Event description:
Bd nexiva closed IV catheter system: nurse observed a shard of plastic broke off into the hub of the IV when the disposable plastic cap/plug was removed. Reference report #mw5148486.